Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty air in line printed circuit board (ail pcb) on channel c. To correct the condition, the air in line printed circuit board (ail pcb) on channel c was replaced and calibrated.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A colleague infusion pump experienced an air-in-line alarm, and this was found to be a false alarm. This occurred during service evaluation by baxter personnel. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is not available at this time.